Event description:
When preparing to begin laser treatments on six patients, the laser produced an error message. The patients had already received eye drops in preparation for the procedure. Md was present. Contacted representatives of lumenis (ophthalmology/laser manufacturer) it was determined that the laser would require repair before treatment of patients. Attempts to reboot the laser were unsuccessful. Lumenis scheduled to come in the next day.